Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the device inoperable. There was no pt involvement reported.

Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the deice and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt). (B)(4).